Event description:
It was reported that the patient had a fall and felt that the implantable pulse generator (ipg) was loose, and the patient was having pain around the implant site. The patient had drainage and cyst form at the implant site after the non-device related fall. Infection was noted and it was unknown what caused it. The patient was placed on antibiotics and the patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 20716809.